Event description:
Customer reported, no boot or power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated all circuit cards and fuses. System operates as intended.